Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The product support engineer (pse) troubleshot this issue with the customer over phone. The customer does not have a whisper swivel installed in the test lung. The customer was advised on the importance of whisper swivel. Part number for the whisper swivel and the latest revision of the service manual were provided to the customer. No part was returned for evaluation. This issue was isolated to customer induces issue this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated a low leak alarm following power management (pm) printed circuit board (pcb) replacement. There was no patient involvement.